Manufacturer narrative:
23 - intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. The prograsp forceps instrument was found to have a dislodged distal clevis pin. The dislodged pin was not returned with the instrument. The root cause of this failure is attributed to manufacturing.

Manufacturer narrative:
As of the date of this report, the prograsp forceps instrument has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the prograsp forceps instrument pin "backed out" while inside of the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Site history: a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. System log review: a review of the site's system logs for the reported procedure date was conducted. The logs show the prograsp forceps instrument part# 471093-11 lot# n10200721-0473 was used on (B)(6) 2020 during a radical prostatectomy procedure on system sk0169. The prograsp forceps instrument lot# n10200721-0473 had 16 lives remaining. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. Video/image: no image or video clip for the reported event was submitted for review.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed the prograsp forceps instrument pin backed out while inside of the patient. The customer had to pull the trocar out with the instrument because the pin was backed out too far. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the robotic coordinator confirmed the reported issue occurred on (B)(6) 2020 during a prostatectomy case. It was noted the prograsp forceps instrument was inspected prior to use. At the time of the reported issue, the surgeon was pulling out the prograsp forceps instrument to replace it with a needle driver instrument. The robotic coordinator stated that the pin that was holding the jaws together was "backing out." It was unknown if there was any instrument collision. As a result, the instrument and trocar were removed from the patient. The robotic coordinator stated they had to remove the pin from the instrument to allow it to release from the trocar, and that the pin fell onto the operating room (or) floor and was not retrieved. The robotic coordinator confirmed that no fragments fell into the patient. A new port and seal was used to continue the case. The procedure was completed robotically with no patient injury or harm.